Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous defibrillation lead exhibited noise on both the rate/sense and shock channels. The noise was oversensed and led to inappropriate shock therapy delivery and pacing inhibition. All lead measurements were within a normal range. The noise was reproducible with isometrics.